Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted the reload was fully fired. The anvil clamping mechanism was deformed. Pmv performed functional testing which included the reload was loaded into a pmv instrument (0146) for functional testing. The reload was cycled without hesitation or binding/was applied to test media. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the sheared teeth, bowed anvil, and buckled knife bar conditions may occur when firing over tissue that is beyond the recommended thickness range or when firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic hepatectomy procedure, the jaw of the device would not open after firing on the vessel requiring the surgeon to cut out the jaw and sew up the vessel with suture. The procedure was extended by at least 30 minutes.